Event description:
It was reported that pump displayed malfunction code ¿malf 0¿ with an associated fault ID, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.